Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact. Philips evaluated the device and found that the ECG connector and ECG cables were worn. The ECG connector, trunk and leads were replaced to resolve the problem. The device past all performance assurance testing and was returned to the customer. We will consider this to be an ECG connector, ECG leads and ECG trunk malfunction that could interfere with the acquisition of 12 lead ECG.

Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported adverse pt impact.